Event description:
It was reported that the tip of the single use fiber broke during an ureteroscopy with laser lithotripsy. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The device was returned within a plastic bag which was not the original packaging. The device was confirmed to have completely broken off the distal tip. The distal tip was not returned for inspection. There were no other breakages on the laser fiber, and the laser fiber connector had no signs of physical damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.